Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was high (value not provided). The contact was not with the customer at the time of the report and did not provide further information regarding the event. Upon follow-up, the contact reported that the pump settings needed to be adjusted and was the suspected cause of the event. The customer met with a healthcare provider and the pump settings were adjusted. Bg level was now "fine". The contact declined to provide further information.